Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There was a deviation reported in the production order however; the deviation did not have an impact on product quality. A labeling review was conducted. The event reported is possibly due to an issue of multifocal lens intolerance. The directions for use (dfu) indicates that some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. Patients should be informed about the possibility that a decrease in contrast sensitivity and an increase of visual disturbances may affect their vision. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was not happy with the multifocal lens and the quality of the lens that was implanted in their right eye. In follow-up it was stated that the patient was fine post operatively and that there was no patient injury. No other information was provided.